Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that nearly 4 months after the dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed, immediate load and immediate implant procedures were performed and biomechanical overload has occurred.